Event description:
Info received indicates the casters ratchet from side to side after the brake is set.

Manufacturer narrative:
The technician replaced the four bent caster bases to repair the stretcher.